Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual examination of provided photograph. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual examination of the provided picture identified the device was fractured. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product code: phx customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while performing an initial reverse shoulder replacement surgery, the impactor broke. Attempts have been made and no further information has been provided.